Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 45-year-old male presented as a delayed transfer with acute myocardial infarction (ami) complicated by cardiogenic shock. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage b shock. An impella cp placement via the right femoral artery was attempted.the patient experienced ventricular tachycardia (vt) arrest in the emergency department and achieved return of spontaneous circulation (rosc) following resuscitative efforts. The patient was taken emergently to the catheterization laboratory, where a 100% proximal left anterior descending (lad) artery occlusion was identified and treated with placement of one stent. The left ventricular end-diastolic pressure (lvedp) was reported as 34 mmhg, and the physician elected to proceed with impella cp placement.right femoral arterial access was dilated to accommodate a 14 fr, 13 cm peel-away sheath. The left ventricle was crossed using a pigtail catheter and guidewire, and the guidewire was subsequently exchanged for the impella placement guidewire. During advancement of the impella placement guidewire, the patient developed ventricular fibrillation/torsades de pointes requiring defibrillation. The catheter and guidewire were withdrawn. Additional antiarrhythmic was administered, including 150 mg amiodarone and 5 mg metoprolol, in addition to the ongoing amiodarone infusion initiated following the emergency department cardiac arrest.multiple subsequent attempts at guidewire placement resulted in recurrent ventricular fibrillation/torsades requiring defibrillation. The event reportedly occurred a total of five times. It was noted that there was no difficulty advancing the guidewire through the pigtail catheter or advancing the pigtail catheter over the guidewire. Following removal, no damage to the guidewire was observed.due to the recurrent ventricular arrhythmias associated with guidewire placement attempts, the physician determined it would not be safe to continue and the impella cp procedure was aborted.